Event description:
The customer reported that there was an issue with the power management board. Patient or user involvement at the time the problem was observed is unknown; however, no patient harm was noted. The philips authorized service provider (asp) confirmed and duplicated the reported power management board issue. During the evaluation, the asp mentioned there was a touchscreen issue. Multiple attempts were made to obtain further information regarding the touchscreen issue. No further information was provided. Following the evaluation of the device, the asp replaced the power management board, which the customer provided, to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.